Event description:
Report rec'd from the USA stating "cord was stepped on and is crushed. It is known that the device was not used in surgery and that there was no injury or surgical intervention. No add'l info was provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).